Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure a farawave pulsed field ablation catheter was selected for use. The physician went back to the left superior pulmonary vein after ablation applications, and it was noticed that the guidewire became stuck inside the catheter. An attempt was made to push the wire forward to release it without success. The catheter was removed from the body successfully. The procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis due to disposal.